Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed through clinician review and product evaluation. Method & results: device evaluation and results: visual inspection of the returned device indicates the constraint liner had extensive damage from explantation. The metal ring appears damaged. Clinician review: a review of medical records with a clinical consultant indicated " dissociation with dislocation of a constrained liner is confirmed. The root cause of the acetabular constrained liner dissociating and dislocating cannot be determined from the limited documentation provided. " device history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusion: visual inspection of the returned device indicates the constraint liner had extensive damage from explantation. The metal ring appears damaged. A review of medical records with a clinical consultant indicated " dissociation with dislocation of a constrained liner is confirmed. The root cause of the acetabular constrained liner dissociating and dislocating cannot be determined from the limited documentation provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly constrained liner has luxated and was removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Poly constrained liner has luxated and was removed.